Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing myopotential, and low level, high frequency noise was observed on the device. Pacing was inhibited. Chest x-ray showed no lead dislodgement. Programming changes were recommended. Patient will continue to be monitored with routine follow up. During a follow up, cross talk from atrial pacing and possible myopotential inhibition was observed. Patient felt dizzy due to inhibiting of pacing. Programming changes were made. Patient will continue to be monitored and no further issues were observed.

Event description:
New information received: crosstalk issue was observed. Physician decided to perform lead revision by capping the pace/sense portion of the rv lead . A new lead was implanted.

Event description:
New information received on (B)(6) 2018 states that patient was presented remotely on (B)(6) 2016 and there was another remote transmission on (B)(6) 2016. Patient felt lightheadedness for about two days. Patient¿s rv sensing threshold was high. Patient will admit to hospital. No further information available.